Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 between 19:30 - 21:00, an arterial blood pressure (abp) red alarm failed to alarm at the philips information center ix (pic ix) central station for a patient in bed (B)(6). The patient was noted to be very restless, there are were blue alarms from ECG and spo2 because the patient's cable was torn off; the blue alarm was not acknowledged. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.